Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported via a literature review that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited atrial fibrillation (af) with rapid ventricular response which led to inappropriate shocks. A pulmonary vein isolation procedure was performed with good outcome. No adverse patient effects were reported. The device remains implanted and in service. Kempa, maciej, et al. (2020). "Five-year single-center experience with the use of a subcutaneous implantable cardioverter-defibrillator for prevention of sudden cardiac death." Kardiologia polska 1897-4279.